Event description:
It was reported during a trial the patient cut the trial leads at the skin while removing the dressing. The patient pulled one of the leads out at that time, but the other lead retracted fully into the epidural space. It was noted the implant procedure for the trial had been uneventful and the wound was ''well'' dressed in the usual manner with a suture on each lead. The patient and spouse were counseled on appropriate dressing care prior to being discharged. Three days into the trial a medtronic representative was informed the patient had removed the dressing and ''yanked'' the leads while sleep walking, sleep meal, and getting ready for a sleep bath. At that time, the leads were loose from the external neurostimulator and the complete dressing was off of the patient. The patient went to the emergency room (ER) and the implanting physician guided the ER staff to evaluate and remove the leads. No further details of the ER visit were reported. About 4 days later, the patient had a follow up visit and was evaluated under fluoroscopy. The results indicated approximately 20 cm of the distal end of one of the leads was retained in the epidural space. The lead was fully retracted and there was no externalized portion in order to retrieve the lead. The other lead was broken at approximately the same spot but the distal end had already been removed by the patient. The patient was referred to a neurosurgeon for evaluation and surgical removal of the remaining lead fragment. A mini laminectomy was performed at t12 to remove the remaining lead fragment, and the lead came out intact. Extensive fluoroscopy determined there was no retained hardware in the patient. It was noted there was no failure of the equipment, and patient outcome was "good" at post-op visit.

Manufacturer narrative:
Lead model 387445, lot # v845217, implanted: (B)(6) 2011, lead model 387445, lot # v845217, implanted: (B)(6) 2011; accessory model 355531, lot # n310055.